Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock when configured in the primary sensing vector. The event was attributed to t-wave oversensing following a change in morphology. The underlying cause of morphology is unknown. It was recommended to attempt to reproduce the altered morphology, evaluate available sensing vectors, and select the vector with the most appropriate r-wave to t-wave ratio under the changed conditions. Additionally, a new reference subcutaneous ECG (s-ECG) reflecting the updated morphology was advised. At this time, the device remains in service. No adverse patient effects were reported.